Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filled.

Event description:
It was reported to boston scientific corp that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, while advancing the guidewire, resistance was encountered. Upon removal of the device, the physician found that the ptfe coating had stripped away from the wire. Coating fragments were identified within the pt. The physician was able to retrieve the peeled coating. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.